Event description:
It was reported that the continuous glucose monitor read as ¿high¿. Cause was not known. A correction bolus was delivered to address bg. The customer will continue to use current pump.